Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately three months post the device system implant.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. A cause of death will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The defibrillation conductor was distorted. There was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.